Event description:
Pharmacist requested log review for a reported over infusion of furosemide; furosemide 100mg/100ml infused in 1 hour instead of 10 hours. Pharmacy questioned programming changes found in cqi data and called for assistance. Per pharmacist, furosemide 250mg/250ml, is standard concentration in guardrails and that cqi data shows user chose the custom concentration and put in 10mg in 100ml and rate was 100ml/hr. Ten seconds later at 18:08:15, the user changed to 1mg/hr to infuse at 10mls/hr. This infusion was made after hours (when pharmacy is closed) and was 100mg/100ml. Clinicians reported she mixed the infusion per pharmacy direction - 100ml dextrose 5% with 100mg bottle of furosemide. She programmed the infusion in custom concentration for 10mg/hr with vtbi 90 as a primary infusion. She received a "pop-up of 0.2 something" but does not recall what it said. The pump alarmed to alert the infusion was completed in one hour. There was no patient harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4): log review pending. The logs have been received but have not been reviewed yet. A follow up report will be submitted when the investigation has been completed.